Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 5740556. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional on (B)(6) 2018. As a result, the patient had undergone explantation on (B)(6) 2018.